Manufacturer narrative:
Physio-control further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the depleted internal hybrid layer capacitor (hlc) battery.

Event description:
The customer contacted third-party service agent regarding service of their device. Upon initial evaluation, the service agent observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted third-party service agent regarding service of their device. Upon initial evaluation, the service agent observed that the device would not power on. There was no patient use associated with the reported event.